Event description:
It was reported that bd bactec¿ mgit¿ 960 system various false positives occurred. The following information was provided by the initial reporter: mgit 960s flagged positive with various positives. They are all sequential accessions and in a row (with gaps cause of other tubes being removed previously). They all flagged positive at 44 days (should have probably come off negative at 42 days).

Manufacturer narrative:
H6: investigation summary: this complaint alleges a failure on a mgit 960 instrument (p/n 445870, s/n (B)(6)). False positive results on samples at day 44 of protocol were reported. No error codes were observed and log files were provided to technical support by the customer. Technical support reviewed the logs and saw that the instrument flagged the vials as negative at protocol day 42 but the vials were not removed from the system. The instrument continued to read the vials and flagged them positive at different times between days 42 and 44. The instrument was performing as expected. No samples or parts were returned for this complaint and thus, returned sample analysis cannot be completed. Review of device history record is not required because this complaint does not allege an early life failure or failure at installation and has changed configuration since release from manufacturing due to service repairs/pms. Service history review was performed for the instrument and no additional work orders were observed for the complaint failure mode reported. The root cause is a customer workflow issue. This is an unconfirmed failure of a bd product. Complaint history for instrument performance/operation was reviewed for the month of january. The upper control limit was not breached, and trends were not identified associated with this defect. No new trends, risks, or hazards were identified as a result of this complaint.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd bactec¿ mgit¿ 960 system various false positives occurred. The following information was provided by the initial reporter: mgit 960s flagged positive with various positives. They are all sequential accessions and in a row (with gaps cause of other tubes being removed previously). They all flagged positive at 44 days (should have probably come off negative at 42 days).